Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter shaft detachment occurred. The target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 3.50mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During procedure, after the non bsc guidewire was able to cross the lesion, the balloon was prepared. During preparation, when the physician tried to pull the blue folding tool outside the patient's body, it was noticed that the shaft became separated. The procedure was completed with another of same device. No patient complications were reported.